Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery is ¿out¿/dead and they cannot get the recharger to charge the ins. It was reported there was a coupling problem. It was noted this is the patient¿s first attempt to recharge their ins and they could not get the recharger to charge up the ins. It was noted the problem began four days prior to report. It was reported the patient felt stimulation one day prior to report and on the day of report cannot feel stimulation. It was reported the patient saw the recharging screen; however, zero coupling bars were shaded in. It was reported the patient had trouble with the recharger belt and it ¿loosens all the time¿. It was reported the patient charged ¿all night¿ the night prior to report, but never saw any coupling boxes filled in. It was reported the patient performed an antenna locate that resulted in 6-8 coupling bars. It was further reported the patient charged up the implantable neurostimulator (ins) recharger ¿all day¿, but is still unable to get coupling bars. It was reported when the patient was standing they were able to get six coupling bars; however, when they sat down they lost all coupling bars. It was noted that the patient tried lying down and was able to get six coupling bars. It was reported that the patient¿s stimulation was turned on show 0-25% charge and that the patient programmer battery was full. It was reported the patient was never shown how to recharge their device.